Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the cartridge luer lock was damaged and that air bubbles were present in the system. The patient had a blood glucose of 300 mg/dl with malaise, headache, and symptoms of dehydration. The patient required no unusual treatment. This complaint is being reported as the patient experienced hyperglycemia related to the product issue.